Event description:
It was reported that the bd plastipak¿ 1ml insulin syringe experienced scale marking issues. The following information was provided by the initial reporter: a 1ml syringe showed the lack of marking, with the body being completely transparent.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary batch history analysis (DHR), maintenance records and quality notifications were verified. A maintenance order ((B)(4) - marking failure/blank barrels) was observed that could potentially be related to the incident. Through the analysis of the photo sent by the customer, it is possible to observe the absence of marking on the barrel, in this way bd confirms the complaint. According to the maintenance order the failure was caused due to the marking pin being broken. As reported in the maintenance order, after the problem was evident, the marking pins were replaced and scale adjustments was made.

Event description:
It was reported that the bd plastipak¿ 1ml insulin syringe experienced scale marking issues. The following information was provided by the initial reporter: a 1ml syringe showed the lack of marking, with the body being completely transparent.